Manufacturer narrative:
Company representative evaluated the unit. Corrections included reseating the cables, replacing the battery and software upgrade. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the pm 9000 express monitor, which may have affected spo2 monitoring. No pt injury was reported.